Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that images were being capture by provation, but it was not being saved. The customer only saw black boxes on the screen and rebooted both the provation and tower. Afterwards, image was obtained the tower but the thumbnails on the provation were black. Tac instructed the customer to reinitialize the provation and verified that scope images was set to hd & sd. The issue was resolved, and the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. There was no patient harm or user injury reported due to the event.